Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found during the manufacture of this lot. An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. The collar moved on the luer body as required. Each luer was attached to a female luer and the female port of a stopcock resulting in no defect. The luers connected and the collar moved down the luer body and locked as required. The parts were tugged on to determine if they would separate. There were no defects noted. The luers also passed a luer test with a gauge. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a continu-flo set in which an unknown luer connection would not stay attached. The reported condition was discovered at an unknown process step. There was no patient injury or medical intervention involved. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.